Event description:
It was reported that the patient experienced a pulsing sensation and implantable neurostimulator migration.

Event description:
Additional information received reported the neurostimulator was replaced on (B)(6) 2012 and the outcome was resolved without sequelae.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported signs and symptoms included pulsing under neurostimulator (pocket area) and battery migration. No actions or interventions were required and the severity was mild. The patient's status was undetermined at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v011938, implanted: (B)(6) 2007, product type: lead. Product ID: 3387s-40, lot# v011938, implanted: (B)(6) 2007, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4)

Event description:
Additional information received reported that the implantable neurostimulator (ins) was replaced on (B)(6) 2012.

Manufacturer narrative:
Lead model 3387s, serial #(B)(4), implanted: 2007-(B)(6), explanted: unknown, lead model 3387s, serial # (B)(4), implanted: 2007-(B)(6), explanted: unknown, extension model 748251, serial # (B)(4), implanted: 2007-(B)(6), explanted: unknown, extension model 748251, serial # (B)(4), implanted: 2007-(B)(6), explanted: unknown.